Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Additional information: product received on: 09sep2019. Investigation - evaluation a review of documentation including the complaint history, manufacturing instructions, quality control and specifications, as well as a visual inspection and dimensional verification of the returned device was conducted during the investigation. One separated distal section of the device was returned for evaluation. Biological matter was noted throughout the section. A wire was advanced through the separated end and exited the distal tip without difficulty, suggesting no occlusions or clots in the tubing. No kinks or rips in the catheter were noted and the sideports were not cluttered. The catheter shaft ID was measured and was found to be manufactured within specification. A contrast image was also supplied. The image showed the catheter implanted within the patient and separated within two pieces. No other discernable damage was able to be seen. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to device release. A review of the risk specification found that the risks associated with these devices is acceptable when weighed against the benefits. A review of the device history record could not be completed, as lot information was not provided by the facility. At this time, there is no evidence to suggest that nonconforming product exists in house or in the field. Based on the information provided, examination of the returned product and the results of our investigation, it was concluded that a component failure without design or manufacturing issue contributed to this incident. Biomatter was noted on the device, making it possible that an occlusion in the catheter or it¿s sideports could have cause the rupture, but this cannot be confirmed at this time. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter also sent report to FDA: unknown. PMA/510(k) #: preamendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a drainage set was placed in the posterior segment of the patient's liver for a drainage procedure. Six days later, contrast imaging confirmed that "the drainage was torn." The catheter was completely removed and replaced with another catheter. No other adverse effects were reported for this incident.